Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. No samples were returned for evaluation. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the magellan hypodermic safety needles securement device is difficult to engage properly and when not fully engaged the device appears to be engaged yet the needle can slip out of the device which could lead to unnecessary needle sticks. This happened on three devices in the ER when utilized to medicate an exceptionally violent behavioral health patient. The nurses were not able to activate the safety device securely with 1 hand. It would not have been safe to place the syringe down on the bed and push on it to activate the safety device. Additional information received on 26jul2023 confirmed that the needles were all utilized on the same patient on the same day. They were able to deliver the medication fine and no one received a needlestick from the device not closing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.